Event description:
It was reported that the patient had an infection at the pocket site and the cause was unknown. Symptom of redness around the scar of the pocket was noted. The patient underwent an explant procedure and was prescribed antibiotics. The explanted ipg will not be returned as it was kept by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.